Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, confirmed error message did not recur, and successfully started new sensor session; no additional information was received regarding the outcome of the event.